Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis found the battery to depleting normally. High rate atrial sensing has occurred consistently for several month, leading to an increase in power consumption. The right ventricular (rv) lead also had an increase in the automatic threshold, which will also increase power consumption. No adverse patient effects were reported.